Manufacturer narrative:
Investigation confirms that each time a tx03 transaction is received, it is overwriting the first and second addendums. There was no patient injury associated with this event. A follow-up report will be filed when additional information becomes available. (B) (4).

Event description:
The third addendum is overwriting the first and second addendums, leaving only the original report displayed in the report palette. The expected behavior would be that all three addendums plus the original report would be displayed in reverse chronological order, i.e. Newest addendum first followed by next newest addendum, etc, with the original report being last.